Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set cannula bent events between last night and today on (B)(6) 2024 which led to occlusion.the events occurred after 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of event was 534 mg/dl and there were moderate increase in ketones. Patient also had symptoms like nausea, vomiting, weakness and muscle pain in the morning. The patient resolved it by changing soft cannula infusion set and cartridge and resumed insulin for all events. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1875088 - MDR 3003442380-2024-04745 - device 3 of 7. (B)(6).